Event description:
(B)(4). Had essure inserted because dr said it would be an easy and permanent solution to prevent pregnancy and less invasive than having my tubes tied. After implantation I gained an excessive amount of weight as well as bloating and swelling, depression so much so that I had to be out in antidepressants, hit flashes, trouble sleeping, hormonal imbalance, and the list continues. Insirance covered implantation and covered removal. Had to have a hysterectomy.